Event description:
It was reported that patient was experiencing chest pain. Review of fluoroscopy was inconclusive. The patient was brought into surgery to have the lead repositioned, and during revision, high, out of range pacing lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.